Event description:
It was reported that the customer was in the hospital. Blood glucose value at the time was 357 mg/dl. It was stated that the customer was not wearing the insulin pump at the time of hospitalization; it is unknown for how long. Customer declined to troubleshoot for high blood glucose. It was stated that the meter was not functioning and they did not know how to use it manually. Customer felt the basal rates need to be changed; he was advised to contact his doctor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.